Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified brown particle materials on the shell; broken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, gel bleed, rupture and silicone migration.

Event description:
Healthcare professional reported right side "MRI proven rupture", axillary lymph nodes containing silicone, altered shapes and contours, "typical features of intracapsular rupture linguini", "recent ultrasound showed siliconomas", MRI showed no evidence of silicone within the axillary contents but ultrasound "suggested otherwise with the presence of silicone", "if there are ultrasound proven silicone-laden axillary lymph nodes this is consistent with the findings secondary to gel bleed status". The device was explanted.